Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. During preparation of wds, it was noted that air bubbles kept getting introduced. Once the bubbles were clear, it was inserted into the watchman fxd curve sheath. The closure device was positioned at the ostium of the appendage and the physician began to form flx ball. The closure device completely came out of the sheath and was canted at the ostium of the appendage. It was noted that the core wire had detached from the closure device. The physician used transesophageal echocardiography (tee) to evaluate the position of the closure device. The anchors were observed to be engaged in the lateral side of the appendage, no leaks were noted and the device was not moving when prodded with pigtail. The closure device was left in position since the closure device appeared stable despite release criteria not being met. Patient status: a repeat tee was performed two (2) days post implant to assess location of the closure device. The closure device did not move but was noted to be on its side. There were no leaks or flow around the device observed. No further patient complications were noted, and the patient was discharged home. The patient will have a chest x-ray completed every week for four (4) weeks, with a repeat tee scheduled in october.